Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: cutaneous contour deformity. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who was part of a clinical study underwent a breast reconstruction surgery with a left-sided 425cc mentor memorygel breast implant and a right-sided 620cc mentor memoryshape breast implant. Post-operatively, the patient experienced bilateral breast wrinkling, which was confirmed during a physical exam. As a result, the patient underwent several fat grafting procedures. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left implant. Refer to manufacturing report number 1645337-2023-04225 for the contralateral event.

Manufacturer narrative:
On april 16, 2025, mentor became aware that the patient also experienced capsular contracture; baker grade ii on the right side in addition to bilateral wrinkling. Subject ID: (B)(6). Complete UDI number has been added to field d4 on this form. This supplemental report is for the left implant. Refer to manufacturing report number 1645337-2023-04225 for the contralateral event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 8, 2025, mentor became aware that the patient also experienced capsular contracture; baker grade unknown on the left side. Hence, clinical code "capsular contracture" has been added under field h6 on this form. This supplemental report is for the left implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 5, 2025, mentor became aware that the date of surgery is (B)(6) 2025. Hence, following fields have been updated on this form:- is required intervention has been selected under section b; field b2.- fields d6b for explantation date is (B)(6) 2025.- field h6 health effect - impact code ¿device explantation¿ has been added.- field h6 type of investigation has been updated to "device not returned".reason for device explant and/or reoperation: left capsular contracture; baker grade unknown, and wrinkling.since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate.this supplemental report is for the patient¿s left-sided device.manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
Mentor became aware that baker grade was IV and replacement device information was received as follows: right side: catalog number: 3341402; serial number: (B)(6). Left side: catalog number: 3505251bc; serial number: (B)(6). Primary UDI number under field d4: (B)(4). Reason for device explant and/or reoperation: left capsular contracture; baker grade IV, and wrinkling this supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).